Event description:
Pt came in for a pacemaker generator lead replacement, due to low resistance. The resistance on the lead to be replaced was 138 ohms for the ventricular and 228 ohms for the atrial. Two new leads were implanted with resistance of 630 ohms ventricular and 444 ohms for the atrial lead. The old leads were capped off and a new generator was attached to the newly implanted leads.